Event description:
The customer reported that after using the footswitch to make images, the tech was asked to collimate down. The unit locked up. The system was not sending the images to pacs.

Manufacturer narrative:
The ge svc rep could not duplicate either malfunction. He ordered and replaced the ffb and gib pcbs. He checked power supplies and error logs. The rep sent images to pacs system. This MDR is related to ge healthcare complaint number.